Manufacturer narrative:
The associated complaint device was returned and evaluated. Patient presented for a revision of a trigen 10 x 38 mm retrograde femoral meta nail approximately 2 years post implantation, after sustaining a fall. X-ray images showed a non-union femoral fracture with a nail and screws, post primary implantation. No other relevant patient or clinical documentation provided. The patient¿s traumatic injury cannot be excluded as a cause of fracture. No further clinical assessment or actions warranted. Macroscopic inspection of the nail revealed a fracture at the second distal hole. Deformation was observed at the fracture location. This investigation concluded that the nail potentially fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, causing an overload fracture. Fatigue cracking is caused by the nail bearing cyclic stresses in excess to the material endurance limit for an extended time. These excessive cyclic stresses may be cause by any number of conditions, including but not limiting to: patient weight, patient¿s activity level prior to bone union, chronic non-union or mal-union of the bone fracture, or poor bone density. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.